Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709, lot# l78417, implanted: (B)(6) 2000, explanted: (B)(6) 2017, product type catheter this event was previously reported as a pump serious injury in (B)(6) 2007, under medwatch # 6000030-2007-02811.

Event description:
It was reported the patient had the pump replaced on (B)(6) 2005 because the pump was having a problem. It was later reported iinformation was received from a consumer regarding a patient receiving unknown baclofen with an unknown concentration for a total dose of approximately 850mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was later reported on (B)(6) 2017 that the catheter was kinked. It was noted that they found the catheter was kinked when they went in to remove the pump. There was no out of box failure, and a medical or therapy problem associated with small parts was not reported. They were redirected to healthcare professional as they were inquiring about the shelf life of the medication in the pump. They also wanted to know other options to correct a flipped pump. It was noted that the patient was very think and when they were put on lyrica it caused them to gain weight. The patient's normal weight was noted to be (B)(6), but was around (B)(6) when on lyrica. Since being taken off of lyrica they are about (B)(6). The patient lost about 30 pounds in a year and the weight loss was not due to the pump but due to the lyrica. Event date was 2017 (about a month ago and then stated yesterday ((B)(6) 2017)). Additional information received from consumer on (B)(6) 2017 reported that regarding the catheter kink/pump not working in 2005, the patient's husband confirmed that they were only aware of a catheter kink until the programming error occurred. The patient's husb and stated that they did not know if the patient experienced any symptoms related to the catheter kink, and that they did not know what circumstances led to the catheter kink in 2005, but the issue was resolved when the pump was replaced in 2005. It was confirmed that they did not know if there was intent to return the catheter or pump, and stated that the patient's weight at the time was about (B)(6). No further complications were reported/anticipated.